Manufacturer narrative:
During troubleshooting efforts between merge technical support and the customer, it was found that the pdm (patient data module) had been previously mounted to a side table in the cath lab which is the normal protocol. However, the site moved the pdm to a physical mount at the base of the table where the trunk cable connects directly to the link assembly and thus eliminating the use of the coil cable and gender changer. On a previous occasion with a similar reported issue, merge technical support recommended to the site to replace the weakened trunk cable due to the altered configuration (reference (B)(4)). A replacement 75' trunk cable was sent to the customer (reference (B)(4)). For this event, a replacement link assembly (B)(4) was shipped to the customer on 27jun2017. The faulty unit was received by merge healthcare on 06jul2017 for evaluation. The results showed that the p1 analog port was very loose. A review of the customer's hemodynamics case management in merge healthcare's database found that this has been an ongoing issue at the site for several months. Merge technical support has advised the customer not to configure the pdm and trunk cable as described above because it puts undue stress on the cable and ports. However, the site continues use the equipment in this manner. On (B)(6)2017, the customer called in to merge healthcare for assistance with another similar issue. Merge technical support inquired about the site's installation of the replacement cable and the customer responded that it had not yet been installed and was unsure of when it would be. Device labeling, hemo-5303 v9 user manual, addresses the potential for such an occurrence with statements in the general equipment care section such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required." The troubleshooting section also addresses the potential for such an occurrence with statements in the (B)(4) section such as, "question: why isn't the system showing any waveforms or numbers? Answer: check for the green light on the pdm and ensure the link is up. Check to see if any cables are disconnected." And no link from pb1000 [pdm]. - hemo monitor display stops scrolling. - pb1000 led blinks twice every 2 seconds. - pb2000 led blinks twice and then once at 1 second intervals. - pb1000 alarm sounds a continuous low tone. (B)(4). Methods code: actual device evaluated. Results code: fatigue problem (device problems due to the weakening or breakdown of its material when subjected to stress or a series of repeated stresses.) Conclusions code: device incorrectly prepared for use or modified (a device that is incorrectly modified or prepared for use by distributor, service provider, or user facility.)

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that the hemo monitoring system froze on multiple occasions during various procedures. It was further reported that the problem occurs at different times. In some instances, the freezing would only occur for a few seconds and there would be no adverse effect to the patient. However, in other instances, the freezing would occur up to three (3) minutes requiring the medical staff to reboot the hemo monitor in order to re-establish connection. Exact dates of the occurrences were not provided by the customer, so only the date of this event has been captured. With merge hemo not capturing physiological data, there is a potential for a delay in treatment &/or an incorrect treatment that could result in harm to the patient. The customer reported that procedure was completed successfully once the hemo monitor was rebooted. Additionally, there have been no reports of adverse patient outcomes due to this reported issue. (B)(4)